Manufacturer narrative:
(B)(4). The device is currently shipping from (B)(6) to bbm in (B)(4) for investigation. A follow up report will be provided after the inspection results become available.

Event description:
As reported by the user facility (translation of user facility information by bbm sales organization in the (B)(4)): the diffuser has not infused. Pump left in place for 72 hours instead of 48 hours. Date occurrence from (B)(6) 2014.